Manufacturer narrative:
Initial and final MDR 1892562 - MDR 3003442380-2024-09433 - device 3 of 3. E1 patient city: (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the canada. It was reported issues with 3 infusion sets where 2 infusion sets fell off after 2 hours and the third one fell off after 24 hour. No further information available.